Event description:
Reporter alleged discrepant blood glucose values of 319 mg/dl back to back with a result of 81 mg/dl when testing was performed within 10 minutes on the compact plus system. The location of the testing was not provided. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.